Manufacturer narrative:
H3: product analysis: part # 6550017, lot # 0011212364 visual and optical inspection confirmed the part that attaches the screw has broken. The damage to the break off tab is consistent with bend stress overload. H6: fdm and fdr codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during l umbar posterior fusion surgery in a patient diagnosed with tuberculous caries. It was reported that the tab breaker was not inserted properly when the tab was folded, so it broke midway. The screw is inserted percutaneously. The tab may have broken due to user err or. There was no patient symptom reported. There were no further complications reported regarding the event.